Manufacturer narrative:
As reported, the balloon of a 6/7f mynxcontrol vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the sealant was returned in manufacturing position, fully covered by the sealant sleeves. During the evaluation it was denoted that the balloon was returned in a completely burst state. Additionally, a syringe was retuned detached from the stopcock that was found open, and no catheter sheath introducer (csi) was returned for this evaluation with the unit. No inflation/ deflation mechanism evaluation was possible to be performed, due to the balloon¿s observed conditions. A high magnification evaluation was executed on the balloon surface, and it was observed that evidence of a burst condition was observed. The conditions of this balloon were concluded to be directly related to the reported event. The reported event by the customer as ¿balloon ¿ balloon loss of pressure¿ was confirmed as the unit received presented evidence of a balloon burst condition. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxcontrol vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.